Event description:
It was reported via a journal article that there was a study conducted in germany to evaluate the long-term safety and effectiveness of the subcutaneous implantable cardioverter defibrillator (s-ICD) system when implanted intramuscularly in patients with end-stage renal disease and hemodialysis. In the study, it was noted there were two patients with s-icds that received an inappropriate shock due to t-wave oversensing and changes in amplitude morphology measurements. All evidence indicates the s-icds remain in service and no adverse patient effects were reported.